Event description:
An endurant ii stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The physician elected to implant an endurant ii aui stent graft system. It was reported that one day post implantation there was an occlusion in endurant stent graft. The physician elected to explant the endurant stent grafts. The physician stated the cause of the event was related to the patient¿s anatomy of small distal vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Received additional information. It was reported that the patient was treated for an abdominal aortic aneurysm and the physician elected to implant an endurant ii aui stent graft system.